Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion testing at a high range was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of the calibrated specification force sensor. The force sensor requires no-tube calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test. The downstream occlusion alarm occurred above range published in the service manual. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.